Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-apr-2024, it was reported that the one infusion set tubing detached from connector and infusion set is used for 1 day. The blood glucose level was 150 mg/dl. No further information available.